Manufacturer narrative:
This report is submitted on june 12, 2023.

Event description:
Per the clinic, the patient experienced an infection and wound dehiscence at the incision site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.